Manufacturer narrative:
Correction: concomitant med prod data, date of event annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, age at time of event, age unit, date of birth, sex, weight unit, weight and other relevant history and manufacturer narrative annex a: a23, a0401, a1801 annex b: b01, b14 annex c: c23, c07, c0503 annex d: d11, d15, d08 annex g: g0200802, g2017 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion was confirmed through a review of the logs and was determined to be due to a use error. The intended infusion rate was reported to be 18.6 ml/h; however, the log review confirmed that the suspect device completed the previous infusion and then it was channeled off by the user. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025 at 7:30 pm a remote IV was received, a ¿heparin¿ infusion was programmed with a patient weight of 118.3 kg, a drug amount of 25000 units, a diluent volume of 250 ml, a dose of 15 unit/kg/hr, a calculated rate of 17.745 ml/h and a volume to be infused (vtbi) of 250 ml, then the infusion was started. At 9:54 pm the unit was selected, the user changed the dose to 16 units/kg/hr, which resulted in a calculated rate = 18.928 ml/h. The infusion was started. On (B)(6) 2025, at 8:55 am, the infusion was completed and the unit was channeled off. At 12:05 pm the unit was selected, and the user restored the previous infusion. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion of heparin was identified to be a user error. The intended infusion rate was reported to be 18.6 ml/h; however, the log review confirmed that the suspect device was programmed with a calculated rate of 18.928ml/h and completed the previous infusion and then it was channeled off by the user. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a0401, a1801, c0503, c07, d15, d08, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the flow sheet indicated that heparin rate changed on (B)(6) 2025 at 21.54 and was rate verified (B)(6) 2025 at 0732. The infusion was paused at 0855, the customer is unsure how and then was restarted at 1205. The customer later provided the following information: the heparin infusion had an intended rate of 18.6ml/hr and was a concentration of 250ml/25,000units. No volume had infused over the time period of 0855-1207. The customer noted that there was no actual injury, however the patient had an increase in activated partial thromboplastin time (aptt). The patient was provided with an increased heparin rate but their outcome was noted as stable. The admitting diagnosis was dka.

Event description:
It was reported that the flow sheet indicated that heparin rate changed on (B)(6) 2025 at 21.54 and was rate verified (B)(6) 2025 at 0732. The infusion was paused at 0855, the customer is unsure how, and then was restarted at 1205. The customer later provided the following information: the heparin infusion had a intended rate of 18.6ml/hr and was a concentration of 250ml/25,000units. No volume had infused over the time period of 0855-1207. The customer noted that there was no actual injury, however the patient had an increase in aptt resulting in an increased rate. The patient was provided with an increased heparin rate but their outcome was noted as stable. The admitting diagnosis was dka.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.